Event description:
Hcp reports patient presented with signs of infection including fever, redness, swelling, drainage, pain, and incisional wound opening at the site of the ins device pocket. A culture was obtained of the device pocket which produced mrsa growth. The patient was treated with IV antibiotics and underwent total device system explant. The infection has resolved and the patient has been reimplanted with no problems.